Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp) to clear the alarm, assisted to disconnect using aseptic technique, and advised to notify the peritoneal dialysis (pd) nurse. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that she did not notice anything unusual with the setup at the time of the alarm and the hp did not disconnect. The hp stated she did not start over with new supplies and she was further along in her therapy. The hp did a manual exchange the following day and resumed therapy the following night on the cycler. No patient injury or medical intervention was reported.